Manufacturer narrative:
Customer technical support (cts) had the customer to replace the waste filter and perform several startups, after which the white blood cell (wbc) bath drained properly, and the leak was resolved. The customer then reported platelet (plt) background issues and stated that filters were last replaced (B)(4) 2013. The cts had the customer replace the red blood cell (rbc) filters as a preventive maintenance, and prime the lines multiple times, startup then passed. Customer requested service visit to resolve the low hemoglobin (hgb) voltage issue. The field service engineer (fse) observed plt failing startup along with hgb voltage failure, caused by instrument contamination and a defective hgb lamp. He decontaminated the instrument and replaced the hgb lamp to resolve plt and hgb voltage failures. The failure mode of the leak is related to the waste filter which was replaced; the wbc bath overflow caused the hgb lamp to malfunction. The plt startup failures were attributed to a contaminated instrument. Product labeling was evaluated: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per operator's guide, (B)(4), when only plt results exceed background specifications, diluent contamination, bubbles, sweep flow problems, and electrical interference are suspected. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter ac-t diff 2 analyzer. The customer reported that 3 cc of electrolyte solution, lytic reagent possibly mixed with blood leaked from the act diff 2 analyzer white blood cell (wbc) bath that overflowed during a startup and spilled onto the counter. Customer was troubleshooting hemoglobin (hgb) voltage failure when the leak was observed. Patient test results were not affected. The operator was wearing gloves with the issue occurred. The operator cleaned the spill with a paper towel. There were no reports of exposure to mucous membranes or cuts.